Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have experienced keypad anomaly. Customer was attempting to program a bolus when numbers began to move on their own. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up were noted. The unit also had a cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.